Manufacturer narrative:
Upon completion of the investigation, it was noted that the programming problems reported by the customer could not be confirmed. The device programmed as expected. Upon further inspection, it was noted that an occlusion was found at the inlet of the ruby ball. The occlusion was flushed and the flow was normal. Biological debris was seen throughout the device, which appears to have been the cause of the occlusion and pressure test failure. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that the the shunt would not change pressure. As a result the surgeon explanted the valve only and replaced it with a new one.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.